Manufacturer narrative:
(B)(4). Results, conclusions: as the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use (IFU): holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Event description:
It was reported that during unpackaging of the absolute pro stent system, it was noted that the stent was partially deployed. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure. A new 5 x 40 absolute pro stent system was used successfully to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned without blood and contrast visible, consistent with the reported information that there was no patient involvement. The stent implant was partially expanded distally form the distal outer sheath, for a length of 7 mm. There were two rows of the distal end of the stent implant that were partially expanded. The stent implant was not between the markers, the proximal end of the stent implant was located 1.2 cm distal to the proximal marker band. The distal outer sheath was not retracted. The handle was in a locked position. There was no other damage noted to the sess. The handle was opened and the rack was in the distal position and was not retracted. All the mechanisms were intact with no anomalies noted. Potential factors which could contribute to premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. A conclusive cause for the premature deployment could not be determined; however, it may be possible that the tip was inadvertently grasped during removal of the tip mandrel causing the stent to partially deploy from the distal outer sheath. The tip mandrel was not returned, indicating that it had been removed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product deficiency.